Event description:
It was reported that the 9800 system had an error message and collimator shut down. No injury to pt was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. There was wiring touching the iris pot motor. This was moved during the svc call. The system was tested and found to be working as intended and put back into svc.